Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redx2482 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported patient is inpatient who was transferred from another facility. While receiving IV antibiotics, nurse noticed a wet dressing and leakage from the site. Doctor on duty was contacted and use of the line was discontinued. A 2 cm fracture was noted internally. No kinks apparent due to dressing and no injury to the patient or clinicians was reported. Nurse confirmed the PICC length to ensure that all was removed. Patient was cannulated to continue IV antibiotics. Chemotherapy treatment will continue at a different facility. PICC line was disposed of due to covid-19.